Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was taking a shower at the time of the alarm and is unsure if it got exposed to moisture. Blood glucose value was 143 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.